Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) for evaluation and was returned to the manufacturing facility located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while setting up an astral device, the screen was black and an audible alarm was triggered. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs revealed the occurrence of an internal battery inoperable alarm. Performance testing showed no faults with the device or the battery. Possible traces of plastic residue were observed on the battery terminals. Based on all available evidence and previous investigations of similar complaints, it was determined that the failure was likely caused by contaminants on the battery terminals resulting in a bad contact with the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).